Manufacturer narrative:
The device was returned due to insertion and withdrawal difficulty. The catheter was inserted into a stock 8.5f sheath with no resistance or anomalies noted. Further investigation revealed a displaced distal coupler and torn pellethane tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion and withdrawal difficulty remains unknown. The cause of the displaced coupler and torn tubing is consistent with damage during use.

Event description:
This report is to advise of a dislodged electrode and torn shaft material, exposing the internal components observed during analysis, confirming the reported insertion and withdrawal difficulty.